Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the air bubble detector (abd) was faulty. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was not verifiable. Multiple diligence attempts for part return were unsuccessful therefore no part was returned for further evaluation or root cause analysis. Per the user facility's biomedical engineer, the user replaced the module and the suspect module was retired and removed from service. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.